Manufacturer narrative:
(B)(4). The device sample was not returned for evaluation at the time of this report.

Event description:
The customer alleges that during pre-testing a crack was found in the system and an air leak was present. No patient injury reported.

Manufacturer narrative:
(B)(4) additional evaluation codes: (B)(4) the device history record (DHR) of batch number (B)(4) was reviewed and there were no issues found that could relate to the reported complaint. No non-conformance reports were originated for the lot in question that can be associated to the complaint reported. The DHR shows that the product was assembled and inspected according to specifications. One unit of catalog number 311403 (breath circ, anes, adult, exp 0.5-1.8m w/ex) was received for analysis. It was visually inspected and a "short shot" was found on the extension tube. What the customer is reporting as a "crack in the extension tube" is actually a "short shot". Functional testing was performed on the circuit and the sample passed the test. Leak testing was also performed on the extension tube. The sample failed the leak test due to the "short shot" on the corrugated tube. As an additional test, the extension tube of the sample was immersed under water to identify where the leak came from. It was observed that the leak came from the "short shot" on the corrugated tubing. (Con't) other remarks: based on the investigation performed, the reported complaint was confirmed. A short shot was found on the extension tube. A root cause could not be identified at this time. A nc ((B)(4)) has been issued to address this problem. A conclusion code could not be chosen as the complaint was confirmed; however, a root cause could not be established.

Event description:
The customer alleges that during pre-testing a crack was found in the system and an air leak was present. No patient injury reported.